Event description:
It was reported the pt had undergone surgical intervention to relocate the lead on (B)(6) 2010. It was reported the lead was moved from the original position to capture stimulation in the lower back, which was part of her original pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.